Manufacturer narrative:
One cadd cassette reservoirs was returned for analysis. The samples received consist of one cassette product form p/n 21-7302-24 l/n 3834162. The sample was received in used conditions without its original packaging inside in a plastic bag. The samples were visually inspected, at a distance of 12" to 24" and normal conditions of illumination and no discrepancies were found. Functional testing was performed using a syringe to infuse water into the ay bag. The ay bag was completely filled, and no leakage were found. The customer's reported problem could not be duplicated. According to the investigation, the root cause cannot be determined since the complaint was not confirmed due to the fact the sample was tested and no leakage was detected.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the bladder broke and was leaking. No patient injury or complications were reported in relation to this event.